Event description:
It was reported that a monofocal intraocular lens (iol) was dislodged due to a compromised bag. The patient status was reported as unknown. The lens was fully inserted, however, the iol is no longer in the eye. It is unknown when the iol was removed. Through follow up, it was confirmed no other information is available.

Manufacturer narrative:
Section a2, a4, a5: unknown/asked but unavailable (asku). Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1 telephone :(B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.